Event description:
The rptr stated that she had a pt that was transferred to her facility in 10/94 with this catheter already implanted. The pt developed an aneurysm in 3/95. At that time, a one-inch portion of the catheter was noted to be discolored white approx 1/4 inch distally from the insertion site. The rptr contacted the company who stated that barctroban, alcohol based products or ointment should not be used at the site because these products will cause discoloration and/or deterioration. The exception, betadine ointment, can be used for a short period of time. The company said it would send a repair kit. The pt had urokinase instilled into the catheter one week prior to the onset of discoloration and the rptr has concerns that this might have caused the problem. The rptr stated that she is aware of another pt who developed peritonitis several times while the catheter was implanted.